Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced a low blood glucose of 45 to 60 mg/dl at the time of the incident. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. The auto mode was most likely not active at the time of the event as the customer mentioned the sensor was not communicating with the insulin pump. The customer reported waking up in the 45-60 range everyday. The customer reported the insulin pump and continuous glucose monitoring system was not preventing lows from happening. Troubleshooting was not completed. No further details were provided. The insulin pump will not be returned for analysis.